Event description:
It was reported that an asymptomatic patient presented to clinic for a follow-up. Post-sensed t-wave oversensing was observed. The patient did not receive therapy. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.